Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented with syncope. Healthcare provider suspected that a pacing lead defect was the cause of the symptoms. Lead was explanted. It is unknown if the lead was replaced. No patient condition after the procedure was reported.